Event description:
It was reported that an asymptomatic patient presented to the clinic for normal followup. Fluoroscopic images revealed externalized conductors. Electrical function of the lead was normal. The lead will be monitored.